Event description:
On (B)(6) 2025, a 75-year-old female patient underwent a stent graft placement procedure using the 10mmx80mm fluency plus endovascular stent graft in upper arm. During the procedure, the stent allegedly failed to deploy. In an attempt to deploy it made an audible noise and it could be felt by the tech, that it broke. The device was able to be removed from the graft successfully with no problems to the patient. A second fluency stent was then opened and successfully placed with no issues.

Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was returned for evaluation and stent was still loaded in the delivery catheter and the inner catheter was protruding. During testing, the delivery system could be flushed from both ports, and a system compatible guidewire freely advanced through the catheter but deployment attempts failed leading to further elongation of the outer sheath which leads to confirmed results for failure to deploy. A break could not be found. It was reported that the tracking vessel was in the loop graft and not calcified, pre-dilation was performed and the device was flushed before used. Based on the provided information and the evaluation of the return sample, the investigation is closed with confirmed results for failure to deploy. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 75-year-old female patient underwent a stent graft placement procedure using the 10mmx80mm fluency plus endovascular stent graft. During the procedure, the stent allegedly failed to deploy. In an attempt to deploy it made an audible noise and it could be felt by the tech, that it broke. The device was able to be removed from the graft successfully with no problems to the patient. A second fluency stent was then opened and successfully placed with no issues.